Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead was stuck in the lead and the pacing lead impedance was noted to be high. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.